Event description:
It was reported that this was a closure of a calcified right common femoral artery with a prostyle device using the pre-close technique prior to an interventional occlusion in the common iliac artery procedure. Reportedly, resistance was felt advancing the device. Once placed in the vessel, there was no arterial blood flow back through the marker port. The device was moved up and down, but there was still no arterial blood flow. It was believed that the prostyle device was against the occlusion and the sheath had prolapsed. The device was rewired, which required pushing pressure through the wire. An x-ray showed the guide wire was looped, and the prostyle was in place but it felt stuck. With manipulation and movement, the guide wire and prostyle were removed simultaneously. The guide wire had punctured a hole in the wall of the prostyle sheath and looped up and round. The interventional procedure was completed using an 8f sheath, then manual compression was applied for 10 minutes. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported difficulties and subsequent treatments are likely due to the circumstances of the procedure based on the reported information in this case, it is likely the difficulties are related to the sheath interaction with the occlusion in the vessel. The occlusion likely caused a prolapse in the sheath. Thus, when the wire was inserted it required force, which pushed the wire to break through the sheath wall. This condition would result in difficulty advancing and removing the device from the anatomy. The prolapse sheath would also prevent the device entering the vessel enough to allow for a mark. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.